Event description:
It was reported to nellcor puritan bennett on 10/11/05 by a biomedical engineer that when the unit goes through self test, it does not give a post ending tone. The biomedical engineer put the unit on a simulator and there was no audio. The biomedical engineer did not know if the monitor had been on the pt at the time of no audio, but he verified there was no incident report made.

Manufacturer narrative:
No product will be returning for eval. The monitor is no longer MFR and has reached its end of life support. The biomedical engineer states he is awaiting a response from his corporate office, but will most likely be removing the monitor from any future service.